Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempt to treat a lesion using in.pact admiral paclitaxel eluting balloon catheter, the balloon burst below nominal pressure during inflation. No patient injury reported for this event.

Manufacturer narrative:
Evaluation codes: results: 23 manufacturing deficiency ¿ weld issue device evaluation: a visual inspection was performed on the catheter. It was found blood-stained both inside and outside of the balloon. The inflation lumen presented also clots of blood inside. The balloon does not show damage. It was possible to insert a 0,035¿¿ guide wire despite the blood clots obstructing the guidewire channel. Negative pressure was applied and a leak appeared evident. Once positive pressure was applied, the balloon was found leaky from the proximal balloon welding. The welding was analyzed under a microscope and the hole was measured. It looks like a little burst, directed from inside towards outside. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.